Event description:
Orthodontist fit pt for an upper & lower retainer for which they demanded payment upfront before the items were rec'd at 258.00 per retainer, total 516.00. On pt's visit to pick them up the bottom retainer fit but he had incorrectly ordered the wrong type of upper retainer, not to mention it did not fit. Pt's insurance co stated that dr billed them 258.oo per retainer, that the contract rate that he legally agreed to charge is 177.00 per retainer & dr owes pt a difference of the contract rate of 81.00 per retainer, total 162.00 for overbilling. Dr fit pt again for the upper & rescheduled pt. He refused to give pt their retainer or refund their money as pt has disagreed with his attempt to keep money which does not belong to him.